Manufacturer narrative:
The warnings and precautions section of the instructions for use (IFU) states mepilex ag is intended for short-term use up to 4 weeks. For long-term use, a clinical assessment by a physician is recommended. A similar size product available in the us was selected for FDA submission.

Event description:
A nurse reported a patient may have developed a sensitivity to mepilex ag dressing. Bilateral amputee continually using mepilex ag since (B)(6). Wound developed staph, redness (erythema) and swelling. Use of mepilex ag has been discontinued and IV antibiotics administered. The nurse stated there is no issue with the product, but it has been in use for too long. Request was made for additional information. Additional information received (B)(6) 2018 indicated mepilex ag dressings were in use on arms and legs on superficial skin breakdowns post amputation of 4 limbs below elbow and below knee. Patient was readmitted (B)(6) 2018 for sepsis unknown site. Wounds were cleansed with normal saline, with 2x week dressing changes. Reaction reported of redness (erythema), skin irritation, blisters and infection, 30cmx20cm size, under the area where the dressing was placed. Use of mepilex ag dressing was discontinued. Antiseptic wash, betadine gauze to all areas, then daily sorbact dressing. Wound is healing well with IV antibiotics. Surgeon has requested use of mepilex ag dressing to resume.